Event description:
It was reported an unspecified critical procedure was interrupted with multiple restarts of the epiq cvx ultrasound system due to displayed error codes. The procedure was completed. There was no patient or user harm associated with this event. The philips service engineer evaluated the system and system logs and determined there was a sensor malfunction on the acquisition control board. The board was replaced to resolve the immediate issue and repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported problem; however, a failure analysis for the suspected part was not able to be performed as it was not returned. The issue was verified in a system log review. The customer¿s immediate concerns were addressed by replacing the acquisition control board. The system has returned to service with no similar issues reported.